Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the device was faulty, haptic was not folded with patient contact. The procedure was completed on same day. Additional information has been received as there was no patient harm.. There are two medical device reports associated with this patient. This report is 1 of 3.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The device with the lens was returned in a blister tray. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was dried in the device. The plunger was at the trailing optic edge. The lens was advanced to mid-nozzle. The trailing haptic was folded on the optic. The leading haptic was extended. Which may have been interpreted as the reported haptic not folded. No issues observed. Product history records were reviewed, and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The specific issue was not specified. No problems were observed with the returned device. The plunger, lens and haptic positions were acceptable. The leading haptic was straight, which may have been interpreted as the reported "haptic not folded". Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the instructions for use (IFU). A straight leading haptic may occur: due to the normal folding variations as indicated in the IFU diagrams. If the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. If there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold if the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.